Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the connection between the harmonic ace and the generator failed during use. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace shears instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.13¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument was found to have blade damage in the form of mechanical indentations.